Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the hcp received a phone call from the patient who they saw on (B)(6) 2018. The patient said it felt like the occipital nerve stimulation was switching itself off. Sometimes it would come back on, but other times the patient used the patient controller to check and had to manually switch it back on as it had been switched off. It was noted that the rep had checked impedance in theater and everything was in range. The rep had done all the training with the patient and with the new programmers, so the rep noted that it was very unlikely that the patient was turning stimulation off themselves. Additional information was received from the rep. It was reported that the cause of the ins switching off was determined and adaptive stimulation was turned off. It was unknown when the patient began experiencing this issue. It was noted that this information was confirmed with the hcp.